Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, patient was revised approximately 2 years, 6 months post procedure for locking of the knee. It was noted in the revision that the post on lps poly had fractured and was replaced.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified signs of wear (nicks, gouges) , the dovetail feature is flared, and the post feature fractured. The device was submitted for further analysis. Analysis determined the superior side of the bearing shows evidence of possible impingment damage at the anterior side of the fracture surface, there is also possible evidence of impingment damage on the anterior side of the post fragment, the fracture surfaces of the post fragment and main body of the bearing fit together generally well but not precisely, and possibly indicating that there was additional plastic deformation of the fragment and wear on both pieces occurring after the separation, conclusion: the post fracture was possibly caused by overloading exacerbated by impingment damage to the posterior side of the post. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint is confirmed with product return. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.